Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set did not infuse over the weekend. This was noted during patient infusion. The reported problem was resolved by replacing the set with new one. There was no patient injury or medical intervention associated with this event. No additional information is available.